Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "opened and discarded/destroyed" was ¿punctured during surgery.

Event description:
Healthcare professional reported that the reason for device "opened and discarded/destroyed" was ¿punctured during surgery.¿ device was not implanted and has been discarded.